Manufacturer narrative:
The device is expected to be returned; however, analysis will not be required. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device system was explanted due to infection. Patient hospitalization was noted, and the patient was given intravenous antibiotics. The site never closed from the changeout on (B)(6) 2016. The physician decided to move the device to the other side (right). Microbiology cultures were collected and sent to the laboratory at the hospital. The left sided leads were abandoned and capped due to risk of extraction with the patient's advanced age. There were no additional adverse effects reported.